Event description:
A home patient contacted baxter's technical service center for assistance during the initial drain cycle of their automated peritoneal dialysis therapy regarding a system error 2240 alarm. Per initial report, the home patient left an unused supply line unclamped. Baxer's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident, per the home patient's primary care nurse.